Event description:
Constant pain which is continually worsening. Mobility is increasingly limited. Pain goes down both legs with numbess in both legs. Rptr can't sit or stand very long at one time. Pain also very bad in lower back and hips.